Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number 2021010815. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization recordwas reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 2021010815 for similar events and one other complaint was identified (B)(4). Review completed utilizing keywords: infection. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k943604. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient experienced infection at implant tooth site #22, with associated pain. Therefore, the implant was removed.